Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03376; 0001822565-2022-03378. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inventory at the distributor, a total articular surface provisional shim instrument was found to be disassembled. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned lot 62391132 exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.